Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt was no longer able to hear with his device. No accident was reported. Testing shows that the device has malfunctioned. The pt was re-implanted on (B)(6), 2011.